Event description:
A reducer cap was used on a 12 port during laparoscopic surgery. Scrub nurse noticed the inside white plastic ring was detached and in the patient on an organ. The surgeon pulled the piece out with a laparoscopic instrument. The reducer cap was sequestered. Surgeon stated no excessive torque was used to put instruments in and out of the port.

Event description:
A reducer cap was used on a 12 port during laparoscopic surgery. Scrub nurse noticed the inside white plastic ring was detached and in the patient on an organ. The surgeon pulled the piece out with a laparoscopic instrument. The reducer cap was sequestered. Surgeon stated no excessive torque was used to put instruments in and out of the port.